Event description:
Rptr indicated that the pt has undergone two surgeries since vns implant due to the original incision not healing properly. The pt has reportedly had rash outbreaks since the vns has been implanted. Attempts to obtain add'l info have been unsuccessful to date.